Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The exact cause of the reported event could not be determined. The initial data contains rotational sensor errors which contributed to an 0x42 alarm also in the data. An 0x42 alarm indicates rotational sensor minimum pulses between safety sensor transition. The device was reset and ran a 5 unit bolus. The 0x42 alarm did not replicate. The rerun data did replicate the rotational sensor errors. Upon magnification, the commutator cap was observed to be damaged. Since the damage was only located in one spot, it couldn't be conclusively determined if the damage to the commutator cap contributed to the rotational sensor errors.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.